Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient bent over and the implantable cardioverter defibrillator (ICD) migrated downward. The patient heard a ¿pop¿ sound. The device was revised and remains in use. It was further reported that the right ventricular (rv) lead dislodged. The lead had high thresholds with no capture. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.